Manufacturer narrative:
Result: fowler mechanism.

Event description:
It was reported by service report that the fowler is not going up consistently and manual CPR release is not functioning. There was pt involvement; however, no adverse consequences are reported.